Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During preventive maintenance of the device, the stryker technician observed that the defibrillation connection was difficult to engage/disengage. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
During preventive maintenance of the device, the stryker technician observed that the defibrillation connection was difficult to engage/disengage. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and replaced the therapy connector to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be a broken therapy connector.